Event description:
Information was received from a patient who was receiving bupivacaine (unknown concentration or dose) and dilaudid (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that when the patient's pump was first implanted "it was okay." The patient stated that when the pump was placed the pump was placed against "a mass" which caused bruising of the skin so the patient had to have surgery on their back and still was not getting relief. The patient stated that they have had 8 surgeries. The patient stated that they had a dye study on (B)(6) 2022 and today ((B)(6) 2022) the patient felt like the pump may be off because they feel withdrawal symptoms. The patient did not hear an active alarm. The patient stated that they did not know the dose or concentration but may be "3 or something." The patient mentioned that they started with a ptm but when they changed healthcare providers the ptm was disabled. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.